Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions, and h11 have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. 3mensio imagery was provided and revealed tortuosity and undersized vessels present in the patient's access vessels. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion or advancement through the sheath with the s3u/s3ur valve configuration have not been linked to device malfunctions or manufacturing nonconformances. Historically, root causes for these events have been associated with multiple contributing factors, including patient conditions (vascular and non-vascular), procedural variables, and use-related variability (e.g., technique, user error). These factors often interact and compound, potentially resulting in secondary device failures - such as valve frame damage or compromised sheath and delivery system components - as well as secondary complications affecting the delivery system. Notably, these secondary failures or complications are also not considered device malfunctions or manufacturing nonconformances, as they arise from the same complex interplay of external factors rather than inherent product defects. The complaint for inability to advance through sheath was confirmed based on the information provided. Available information suggests that patient factors (tortuosity, undersized vessels) likely contributed to the event as confirmed via the provided 3mensio. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Undersized vessels (e.g. Due to anatomical variation) can create a restricted pathway, resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system. The complaints for sheath kink and sheath puncture were confirmed based on the information provided. Available information suggests that patient factors (tortuosity, undersized vessel) and/or procedural factors (high push force) likely contributed to the events as patient factors were confirmed via the provided 3mensio and it was reported that "resistance was noted when advancing the delivery system through the partially expandable portion of the sheath, where kinking occurred and the valve became exposed." High push forces exerted to overcome resistance in challenging anatomy such as tortuosity and undersized vessels can compromise sheath integrity, resulting in strain relief kinks and punctures. When combined with non-coaxial advancement trajectories (rendered through anatomical complexities such as tortuosity), these forces can further exacerbate damage to the strain relief - particularly when interacting with crimped valve struts. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by a field clinical specialist (fcs), a patient underwent a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26mm sapien 3 ultra resilia valve in aortic position. Percutaneous axillary access was obtained in a sterile fashion, and the vessel lumen was assessed to be adequate for the esheath, which was placed in the appropriate anatomic position. No difficulty was encountered during insertion or removal of the first esheath; however, resistance was noted when advancing the delivery system through the partially expandable portion of the sheath, where kinking occurred and the valve became exposed which prompted removal of the entire system. Difficulty was also encountered during removal of the first delivery system for the same reason. A new sheath was placed successfully, and the valve was prepared, aligned, crossed, and deployed without issue. During the subsequent attempt at post-dilation, the balloon tore, and the delivery system could not be removed. No extra volume was added to the balloon prior to inflation. The perceived root cause of the balloon tear was unknown. Contralateral axillary access was then obtained with a 16fr sheath, where a focal lesion measuring less than 3.0mm was identified and treated with balloon angioplasty. A snare was introduced but became trapped in the commander balloon material. The system and snare were retracted into the tip of the esheath, the y-port was cut, and the push catheter was removed. A surgical cutdown was performed, allowing successful removal of the balloon material and snare as a single unit, followed by vascular repair. The contralateral access site and surgical sites were closed, and the patient was alive at the end of the procedure. As per follow-up, for the first esheath used, the expansion tool was utilized, the loader was fully inserted, the sheath was not introduced at a steep angle, and the vessel was pre-dilated before esheath insertion. The thv was crimped per IFU, and the delivery system was prepared according to IFU. The devices were retained by the hospital and will not be returned.

Manufacturer narrative:
Investigation is ongoing.